Event description:
It was reported the electrosurgical generator experienced an insufficient conductivity error when in bi-polar mode. It was unknown when the error was observed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the issue occurred during inspection of the device for use for an unspecified surgical procedure before patient in a room. The intended procedure was completed with an olympus back-up device.